Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the tip of the thread has broken off. The broken tip was discovered in the sterilization ward. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. A review of the device history records was performed; avalign technologies-nemcomed manufactured the holding sleeve long for matrix, p/n 03.632.036, and lot #6923525 on po #(B)(4), for (B)(4) pieces delivered on (B)(4) 2012. Initially, the part conformed to the supplier¿s certificate of conformance, dated (B)(4) 2012, and was inspected and ((B)(4)) conformed to the synthes final inspection sheet #(B)(4), revision ¿r¿. The 54 conforming parts were released to the warehouse on august 24, 2012.avalign technologies-nemcomed reworked the holding sleeve long for matrix, p/n 03.632.036, and lot #6923525 on po #(B)(4), for (B)(4) pieces and (B)(4) piece all delivered (B)(4) 2012. Initially, the parts conformed to the supplier¿s certificate of conformance, dated (B)(4) 2012, and were inspected and conformed to the synthes final inspection sheet #(B)(4), revision ¿(B)(4)¿. The 4 conforming parts were released to the warehouse. Device manufacture date: also reported as 10/09/2012 for an additional (B)(4) parts if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: an investigation summary was performed. The investigation of the complaint articles has shown that: an investigation summary was performed. The investigation of the complaint articles has shown that: 03.632.036 lot 6923525 reviews of the device history records of the present retaining sleeves showed that there were no issues during the manufacturing of the products that would contribute to this complaint condition. Manufacturing and inspection records indicated no problems with the lots in question. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. We assume that the threads of the retaining sleeves were damaged by a loose prime lock connection between the retaining sleeve and the screw during the insertion. Such a loose connection, in combination with high lateral stress, can lead to a breakage of the thread. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.